Event description:
It was reported that a patient experienced an air embolism, causing mild paralysis and a symptomatic cerebral infarction. Pulmonary vein isolation was performed on a patient with paroxysmal atrial fibrillation using farawave and faradrive. An MRI was performed after mild paralysis was observed and an infarction was found. Additional surgery then was scheduled. The patient was hospitalized for further observation. It was further reported that the patient has started to recover through observation and rehabilitation. No appearance of air seems to be confirmed in that case. When the MRI images were checked, white areas were found on the brain in multiple areas, which indicated areas of infarction. It is an air embolism because the patient has started to recover after an observation. It seemed that the patient has recovered. Hospitalization will be extended because the patient is undergoing rehabilitation. After leaving the room and resting in a case on (B)(6), the patient had sensory impairment in right hand and foot. It could not be determined; however, it was considered that air contamination might have occurred when a catheter was inserted into the faradrive. No device malfunction was reported. The patient is undergoing observation and rehabilitation and is currently recovering.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.